Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the range of 30 beats per minute with a lower rate for the implantable cardioverter defibrillator (ICD) set at 40 beats per minute. The patient experienced mild dyspnea as a result. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.